Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -19.5/+2.5/x088 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found that the lens was returned in the lens case/vial. Visual inspection found the haptic torn. (B)(4) is incorrect. No other adverse events were reported outside of the lens exchange. (B)(4).